Event description:
It was reported that the manifold of an IV set broke off requiring the nurse to change the set on a critically ill pt. The nurse stated that when she removed the broken IV tubing the pt's IV dislodged. The pt had elevated blood pressure and severe pain issues and required IV medication at the time the manifold broke. Two nurses could not restart the IV and had to have an anesthesiologist put in the new IV. The pt's blood pressure continued to rise (no measurements of bp provided) and the pt's pain increased from a 3 to 8 on a 1-10 scale. After 15 minutes, the md was able to start the IV and the pt received medication for pain and hypertension. The nurse reported that pt's blood pressure was reduced and the pt's pain and controlled. The customer stated that no further pt or event information is available.

Manufacturer narrative:
Manufacturer's report date: 09/26/2012. (B)(4). No product will b e returned per customer as set was not saved. The customer's report of a broken manifold cold not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.